Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure that there was 1 re-sheath of the valve due to being deployed too high. It was also noted during procedure, that there was under expansion of the valve. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 24mm non-abbott device. The final non-coronary cusp implant depth was 7mm and the left coronary cusp implant depth was 5mm. On (B)(6) 2024, it was noted that the patient developed a complete heart block. The decision was made to implant a single chamber permanent pacemaker.

Manufacturer narrative:
An event of valve underexpansion, heart block, and malposition of device-incorrect implant depth was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was 1 re-sheath of the valve due to being deployed too high (difficult angulation of the patient anatomy) and there was under expansion of the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no noted anatomical or tissue/calcium interference affecting expansion of the valve. The final non-coronary cusp implant depth was 7mm and the left coronary cusp implant depth was 5mm. Later on, the patient developed a complete heart block. Based on information received, a cause for the reported event appears to be related to procedural conditions and patient conditions (tavi procedure with deep implantation of the thv). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure that there was 1 re-sheath of the valve due to being deployed too high. It was also noted during procedure, that there was under expansion of the valve. The decision was made to perform a post-implant balloon aortic valvuloplasty using a 24mm non-abbott device. The final non-coronary cusp implant depth was 7mm and the left coronary cusp implant depth was 5mm. On (B)(6) 2024, it was noted that the patient developed a complete heart block. The decision was made to implant a single chamber permanent pacemaker. Subsequent to the previously filed report, additional information was received that there was difficulty implanting the 27mm navitor valve due to difficult angulation of patient anatomy and a probability of migration with high implantation. The complete heart block was confirmed via electrocardiogram. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no noted anatomical or tissue/calcium interference affecting expansion of the valve. The patient did not have a prolonged hospital stay for monitoring of rhythm. The cause of the complete heart block is attributed to the 27mm navitor valve being implanted too deep. The patient was discharged at the time of report.